Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tf approach in aortic position, the delivery system was pushed to the descending aorta for valve loading and alignment. The valve seemed to have migrated further than the necessary radiopaque marker zone. The valve was then not suitable to be deployed so had to be retracted back. As the valve could not be re-sheathed into the esheath, the valve, on the delivery system, was pulled as close as possible to the esheath and a vascular cut down was done to remove the valve from the patient. Another 26mm sapien 3 valve was successfully implanted and the patient is doing well with no complications.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Due to the device and/or applicable photographs not being returned for evaluation, engineering was unable to confirm the complaint of ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿delivery system ¿ valve movement on balloon¿. Without the device, visual, functional and dimensional analyses were unable to be performed. A review of the IFU and training manual revealed no deficiencies. Additionally, a review of the device lot history, DHR, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A definite root cause was unable to be determined at this time; however, the following patient and/or procedural factors may have contributed to the events. Patients with heavily calcified and tortuous anatomy could cause delivery system withdrawal difficulty as the delivery system or thv may have interacted with calcium during device removal. In addition, tortuosity may have resulted in the thv and sheath tip not being coaxial during retrieval, causing the thv to be caught on the sheath tip. A loosely locked/unlocked balloon shaft in the default position can cause the flex shaft to move distally during delivery system insertion through the sheath. This may have caused the valve to also move distally. Additionally, an under-crimped valve can cause the valve to shift during thv advancement into the loader and/or delivery system insertion through the sheath. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No manufacturing non-conformances or labeling/IFU/training deficiencies were identified and review of the complaint history revealed that the occurrence rate did not exceed the january 2017 control limits for the applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.